Event description:
It was reported that while the tracheostomy tube was in the child's trachea, a split was noticed where the flextend part of the tube met the universal connector. This risked the tracheotomy tube becoming ripped from the universal connector. The operator of the device was a healthcare professional. The defect was noticed during a routine daily check of the child's tube while it was in use. Unplanned non-emergency tube change was undertaken to replace affected tube, so the event is resolved as a new tube was inserted. This incident occurred in the community in the patient's home. There was patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
D4. Primary UDI number: the primary di# has been used as the lot/serial information is unknown. Investigation summary: no product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation. A device history record could not be completed as no lot number was received.